Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen intermittently registered false clicks without user interaction. Customer¿s blood glucose was between 80-150 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.